Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. It was reported that the customer was using cold insulin and overfilling the cartridge. Tandem technical support educated the customer on proper usage of insulin and fill process. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 124 mg/dl.